Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: device code 3191 is used to capture: new reportable malfunction identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: zuchwil, selected flow: visual - foreign substance . Visual inspection: the device was returned in opened packaging condition. The outer cardboard box as well as the inner sterile package are opened. The visual inspection confirmed that there is a hair inside the sterile package. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. All devices were sold meanwhile, and we are not aware of any quality issues associated with this article- and lot numbers. Summary: complaint condition (hair in sterile package) could be confirmed. However, since the inner sterile package was returned in opened condition, it cannot be identified how or when this hair did get in this package. A manufacturing record evaluation of the sterile packaging process was performed for the finished device lot number, and no non-conformances were identified. In addition, a review of the complaint history did not show any further reports for this part number regarding contamination with hair. Unfortunately, we are not able to give a conclusive statement. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 413.390s, lot: 9324675, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: jan. 16, 2015, expiry date: jan. 01, 2025. A manufacturing record evaluation of the sterile packaging process was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for proximal tibial fracture with the 90mm locking screw. During the surgery, the surgeon found a hair in the package of the locking screw, which had been sterilized. The surgeon did not use the 90mm locking screw and used an 85mm locking screw instead. The surgery was delayed by less than thirty (30) minutes. The surgery was completed successfully, and the patient was reported as stable. This report involves one (1) 5.0mm ti locking head screw self-tapping 90mm. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.